Event description:
The compounded mixture reportedly had a glucose content that was higher than expected for the programmed formula. The total parenteral nutrition mixture was dispensed for use to a premature infant in the neonatal intensive care unit. The infant's blood glucose reportedly rose to "greater than 500mg/dl." The reaminder of the total parenteral nutrition was discontinued and sent to their lab for analysis. The total parenteral nutrition should have had a glucose concentration of 12.5%. Lab testing indicated a glucose concentration of 15.08%. The infant was given insulin. She experienced an osmotic diuresis. The total parenteral nutrition had not been re-started and a rebound hypoglycemia was then experienced. Her blood glucose stabilized over several hrs and no adverse sequelae were observed. She is presently on full oral feedings, has gained weight and has been weaned from the ventilator. The portion of the total parenteral nutrition made on the compounder was aminosyn pf10% (53ml), dextrose 70% (45ml), and water for injection (130ml). No add'l info was available.